Manufacturer narrative:
Product was requested to be returned and has not been received. This report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported while the limb holder was in use with a patient the quick release buckle broke. The date the issue was discovered is unknown and no serious injuries were reported.

Manufacturer narrative:
Customer provided additional information regarding the event. Customer stated the patient was in his 70s, was able to break the restraint and extubate himself. No patient injury occurred, however, patient had to be re-intubated within 24 hours of event. Analysis of the product confirmed damaged to the buckle at the back end of the male component. This allowed for the strap to slide freely, rendering the product non-functional in the current state. The break may be the result of applying tensile forces on the bed-connecting strap that were beyond the strength threshold of the plastic male component. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional information.